Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient fell in july and has not been able to charge since. The patient's ins was in overdischarge (od) so the rep pulled the ins out of od with a physician mode recharger but was still not able to charge afterwards. The rep tried using the antenna locate feature but was seeing the reposition antenna screen. It was noted that the patient had lost a lot of weight and that the ins was now in their butt rather than their belt line. The ins was superficial. An x-ray confirmed that the ins had not flipped in the pocket. It was also noted that the patient had not have pain coverage in their back since implant and their hcp was considering a revision. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the inability to recharge following the physician mode reset (pmr) has not been determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that recharger won¿t charge the implant. The rep requested that the patient get a replacement recharger.